Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
No button error alarms noted during testing. Unit received with no button response on the down arrow button due to corrosion on keypad traces. Unable to perform self test, off no power test, unexpected restart error test, rewind test, prime test, excessive no delivery test, current measurements, displacement test, basic occlusion test and occlusion test due to unresponsive keypad. Unit received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.